Event description:
It was reported that the programming option the health care professional wanted was not available for the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 implantable pacing lead (B)(6) 2011. (B)(4).